Event description:
It was reported to medtronic minimed that the customer experienced pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1885 was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a blank display. Unable to perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thump due to a blank display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a broken belt clip rails. Cosmetic damage was confirmed at the case (back) of the pump during analysis. Unable to perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.